Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/right occlusion only') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Previously administered products included for prevent pregnancy: iud nos from 2001 to 2008; for anesthesia. Removal of iud: anesthesia. Concomitant products included ascorbic acid since 2009, cholecalciferol (vitamin d 3) since 2009 and magnesium since 2009. In 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain lower ("abdominal pain, pain lower abdominal pain"), back pain ("back pain") and anxiety ("anxiety"). In 2009, the patient experienced alopecia ("hair loss"), allergy to chemicals ("allergic or hypersensitivity reaction type: hair chemicals, hair dye , hair product allergy ,herbs,outdoor") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and rubber sensitivity ("latex allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, psychological trauma, allergy to chemicals, rubber sensitivity, vulvovaginal mycotic infection and anxiety outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain lower, allergy to chemicals, alopecia, anxiety, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, rubber sensitivity, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2008. Plaintiff currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: one tube occluded - the other was open and essure device perforated my tube (do not recall whether it was the left or the right tube).. Imaging procedure - in 2006: essure confirmation test (unspecified) conducted showed right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received , new reporter , patient demographic, concomitant condition and medication , lab data essure start date, event allergic or hypersensitivity reaction type: hair chemicals, hair dye, hair product allergy, allergies, latex, infection (bladder/ urinary tract/vaginal) type: yeast and anxiety were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/right occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device monitoring error". The patient's medical history included menorrhagia. Previously administered products included for prevent pregnancy: iud nos from 2001 to 2008; for anesthesia. Removal of iud: anesthesia. Concomitant products included ascorbic acid since 2009, cholecalciferol (vitamin d 3) since 2009 and magnesium since 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain lower ("abdominal pain, pain lower abdominal pain"), back pain ("back pain"), the first episode of anxiety ("psych injury/anxiety") and the second episode of anxiety ("anxiety"). In 2009, the patient experienced alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction type: hair chemicals, hair dye , hair product allergy, herbs, outdoor") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and rubber sensitivity ("latex allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, hypersensitivity, rubber sensitivity, vulvovaginal mycotic infection and the last episode of anxiety outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, rubber sensitivity, vulvovaginal mycotic infection, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure (ess205). The reporter commented: previously reported insertion date was 2008. Plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: one tube occluded - the other was open and essure device perforated my tube (do not recall whether it was the left or the right tube)./ perforation (fallopian tube). Imaging procedure - in 2006: essure confirmation test (unspecified) conducted showed right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received. New events added: device monitoring error. Previously added event psychic injury was updated to anxiety. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/right occlusion only') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia and psychological trauma outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2006: essure confirmation test (unspecified) conducted showed right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was replaced with pelvic pain. New events added - dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation: fallopian tubes, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, weight gain. Outcome of fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, weight gain. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.